Event description:
It was reported that during implant procedure, lead dislodgement was observed. The physician believed it was due to lead helix problem. The lead was replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant procedure, lead dislodgement was observed. The physician believed it was due to screw problem. The lead was replaced. The patient was stable.